Manufacturer narrative:
The engineering evaluation revealed that a small portion of the polyisoprene seal within the 5mm port had become separated from the rest of the seal. The seal fragment was approximately 5mm in diameter and made up the entire sealing surface of the port. When matched with the location from which it came, it appeared to be the only fragment involved. Also noted on the underside of the seal is a portion of the polyisoprene skirt which had been pulled up and away from it's designated location. It is unk what caused the piece of the seal to separate. It is possible that an oversized, inappropriate or sharp instrument may have been inserted through the 5mm port. Unrelated to this incident, a corrective action has been implemented (4/29/97) to thicken the material surrounding the sealing surface of the port.

Event description:
The product broke during surgery and a piece of rubber came off inside the pt. No other details were provided.